Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and a manufacturer representative (rep). The patient reported that their implant had not been charged in months and that they have been trying to get a hold of someone to check their ins. The patient said the recharger will come on but won't do anything when trying to recharge the ins. It was clarified during the call when the patient tried to connect to the ins that they were seeing the reposition antenna screen (patient also mentioned that the recharger battery was 75%). The patient was unable to attempt to connect with their patient programmer (pp) as it was in storage and they were unable to get it during the call. The patient also mentioned they were in pain while talking about not being able to use their pp to turn their stimulation on and off. It was reviewed that the recharger can also turn the stimulation on and off by using the buttons on the side, however, their stimulation will not turn on/off if they are in overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial#: unknown, product type: recharger. Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient (pt) mentioned her implant has not charged since last year and may need to be replaced because this will be the third jumpstart and the device is not helping. The pt was redirected to their healthcare provider to further address the issue. Patient services reviewed if the ins was in a possible overdischarged state and recommend that the pt consult with her healthcare provider for next steps. No further complications were reported at this time.